Event description:
Prior to going to bed the suspect device user took her normal meds. Around 3:00 am, she was incoherent and screaming. Emts were called and they check her glucose at 56 mg/dl. The suspect device was also used and the result on it was 185 mg/dl. She was given sugar water. Level 1 and level 2 controls were in range. The device was replaced and requested to be returned for evaluation.